Event description:
It was reported that the patient presented for a follow up in clinic with a pulse generator that exhibited failure to capture and capture issues due to unstable measurements. No interventions were made or reported. There were no patient consequences.